Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. A "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.